Event description:
The customer reported that the 9600 system shut down during a case. The procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted and the monitor connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.